Event description:
It was reported that as lvp 20d 2ss cv tubing separated. The following information was provided by the initial reporter: material #: 2420-0007, batch #: unknown. It was reported tubing separated easily from spiros. Customer: attempted to connect spiros cap x2 to primary tubing x2 each attachment did not "fuse" to tubing. Rn able to easily pull spiros cap off end of primary tubing. Spiros was clicked and free spinning but could be removed.

Manufacturer narrative:
The complaint of connection issues was received from the customer. No product or photo was returned by the customer. The customer complaint of separation from the spiros due to connection issues could not be verified due to the product not being returned for failure investigation.a device history record review could not be performed on model 2420-0007, because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing separated. The following information was provided by the initial reporter: material #: 2420-0007, batch #: unknown. It was reported tubing separated easily from spiros. Customer: attempted to connect spiros cap x2 to primary tubing x2 each attachment did not "fuse" to tubing. Rn able to easily pull spiros cap off end of primary tubing. Spiros was clicked and free spinning but could be removed.